Event description:
Foley catheter leaking at site of where you luer lock onto to take a specimen. Yellow port concaved in and leaving from the site. Medline 16fr 5-10 mlr 100 percent silicone printed on tubing.